Event description:
It was reported to boston scientific corp on sept 21, 2007, that a bronchoscopy procedure using an excelon transbronchial aspiration needle was performed in 2007. According to the complainant, "the physician lost the distal extremity which protects the needle. The extremity measures 20mm and has a little metal part." Reportedly, a thoracic exam could not locate the "lost part". A thoracic scan is planned to locate it. Several attempts to get further info concerning the date and results of the thoracic scan were made to no avail. At the conclusion of the procedure, no pt complications were reported.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. Reviews of the device history record and the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.